Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated multiple false elevated sodium results were observed while using the architect c8000 analyzer ict module. The following data was provided for one patient (sodium normal range used by the customer is 135 to 145 mmol/l). Initial sodium result 175. Repeat value was in the normal range, however the specific value was not provided. The falsely elevated values were not reported out of the laboratory and no impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.